Event description:
Lori is from a facility and the middle pin is broke on 9805 lift, no serial number provided, unit is about 5 years old. Unit in a facility, no property damage or injury alleged. Lori states the unit has never been serviced.